Manufacturer narrative:
(B)(4). Per the complaint information, the cause of the report is user error / mis-use. Label review found the labeling adequate for the user error identified in this report. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During follow up for a check heater line alarm, baxter product surveillance asked the home patient (hp) if the hp resumed therapy after being advised to start over with new supplies. The hp said that he resumed therapy after getting a new bag and re-arranging the supplies. The hp kept two of the bags since it was the bag on the red line with the problem. The hp said he threw the red bag away and added the bag on the blue line to the red line. The hp said he added the new bag to the blue line. Product surveillance explained that all supplies must be changed out to keep the setup sterile and that it is not recommended to switch around the supplies after they are setup. The hp understood. There was no patient injury or medical intervention indicated at the time of the initial report. No further information is available.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.